Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began sometime in the morning of (B)(6) 2015 when they found that the meter would not power on. In a related complaint the patient stated an unusual issue in that the meter screen allegedly turned pink. The patient manages their diabetes using metformin and lantus, and reportedly continued with their usual dose including sliding scale after the alleged issue began. The patient reportedly experienced symptoms of light-headed, sweating and hands shaking an unspecified amount of time after the issue began, and denied receiving any form of medical intervention is response to the reported issue. At the time of troubleshooting, the csr confirmed that the meter battery did not require to be replaced, the patient was using the correct test strips, it was not the first use of the device and there was no misuse. The csr was unable to resolve the issue through training. Replacement products were sent to the patient. This complaint is being reported because the patient claims the subject device would not power on and she subsequently developed signs/symptoms suggestive of an acute blood glucose excursion after the alleged meter issue began.